Manufacturer narrative:
One single-use device was received for evaluation. Visual inspection revealed that the central tube had been torn off of the device. Further testing could not be performed due to the condition of the returned device. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a 2l eva bag leaked. The reporter stated that a small leak was noted through the central port of the bag. When the operator attempted to disconnect the bag from the setup, part of the bag became detached. There was no patient involvement. No additional information is available.